Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-17476 and 17477. It was reported the pt's scs leads were explanted and replace due to ineffective stimulation which did not resolve with multiple reprogramming. No add'l info is available at this time.